Event description:
The physician was performing an aspiration of a clot in the right coronary artery (rca). Several aspirations were made and when the xpressway catheter was being removed it would not come out of the delivery catheter. He had to pull everything out and go to the other groin. Upon removal tip was noted to broken.

Event description:
The physician was performing an aspiration of a clot in the right coronary artery (rca). Several aspirations were made and when the xpressway catheter was being removed it would not come out of the delivery catheter. He had to pull everything out and go to the other groin. Upon removal tip was noted to broken.